Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully. According to initial report by the local clinical application specialist, the patient moved causing vertical break with uncut area. The surgeon elected to lift the flap, used a blade to open the area that was adherent and finished the treatment with the device. The provided treatment report confirms the described event, as the applanation is decentered and there are uncut areas on the lower right side of the flap. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twenty-two successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a vertical breakthrough with an uncut area (irregular flap) in the right eye caused due to the patient movement. The surgeon elected to lift the flap and used a blade to open the adherent area during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).